Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked at the middle port. The leak was discovered before product use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured between august 20, 2018 - august 21, 2018. The actual device was not available; however, one companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and no leak was observed from the sample. The reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.